Event description:
It was reported that the preloaded monofocal intraocular lens (iol), model dib00, was loaded using viscoat in the same manner as other lenses; however, one lens failed to advance properly and required a larger insertion opening due to lens size. The lens was almost completely expelled from the cartridge at the time the issue was identified. Patient contact occurred. The complaint device was discarded. No additional information was provided. Additional information received confirmed that the lens was partially delivered into the patient¿s right eye. A peripheral iridectomy was performed, and an air bubble and suture were required. Prolonged steroid therapy and brimonidine were prescribed. The patient¿s current visual acuity is 20/20. An alcon dispersive ophthalmic viscosurgical device (ovd) was used. Typically, four twists of the injector knob are required to advance the lens into the cartridge; however, resistance was noted while advancing the lens once it was inside the eye.

Manufacturer narrative:
Section a4: the weight of 53.5 kilograms did not populate in the field because the system does not accept decimal values. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section h3:the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4625: additional surgery ( hs-incision enlarged : procedural complications and pt-sutures : surgical intervention). Section h6: health effect- impact code 4624: surgical intervention (t-surgical intervention : surgical intervention). Section h6- health effect - clinical code 4581: 4581 - appropriate term / code not available (hs-incision enlarged : procedural complications). Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.